Manufacturer narrative:
The results of the evaluation suggest that this event is not device realated but rather is associated with intra-operative procedures.

Event description:
Stabilized tibial insert would not lock onto tibial baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.